Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump displayed a white screen. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "defective display (white screen with 2 partial black lines)" was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the display and processor pcb. The display and processor pcb required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.